Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, the weekly pace lead trend data shows a gradual increase for maximum ventricular pace bi¿polar impedanc of 768 to 4128 ohms peak between (B)(6)-2012 and (B)(6)-2013.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and would not capture at max output. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.